Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual analysis revealed that the fiber was returned broken into five pieces. The first piece measured approximately 20.5 cm from the top of the connector to the break. The second piece measured approximately 28.5 cm from break to break. The third piece measured approximately 31.6 cm from break to break. The fourth piece measured approximately 31 cm from break to break and the fifth piece measured approximately 205.4 cm from the break and includes the entire distal tip. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, an issue was noted with the laser fiber. The procedure was completed with another flexiva ID laser fiber. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. Note: this event has been deemed a reportable event based on the investigation results; fiber broken. Additional information received on october 24, 2018 confirmed that the observed issue was that the fiber was broken out of the package when the nurse opened it.